Event description:
Boston scientific crm received info that one day post implant, this lead displayed high threshold measurements and poor sensing measurements. This lead still had good capture. A new lead was implanted and to date, there are no adverse pt effects reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or mfg problem.